Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for tpuc3 total protein urine/csf gen.3 (tpuc3) on a cobas 8000 ise module. (B)(6). There was no allegation that an adverse event occurred. The tpuc3 reagent lot number was 245521 with an expiration date of 31-aug-2018. On 28-aug-2017 the field service engineer (fse) visited the customer site to check the instrument as the customer had concerns with precision tests and quality control (qc) results. The fse ran multiple precision checks and qc tests. During one of the precisions tests, questionable results were generated. The fse checked instrument alignment and found the sample probe was out of alignment. After adjusting the sample probe, precision checks were performed again and the results were within specification. Calibration and qc data from the day of the event seem to be acceptable. No issues were identified during a review of the alarm trace. The customer had no other issues with any other assays and the issue has not recurred since the service visit. The investigation determined that the sample probe issue found by the fse was the root cause of the event.